Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was safety shield failure. Report 1 of 2. The following information was provided by the initial reporter. The customer stated: "the safety shield fall off instead of securing the device. When a user goes to use the safety shield post phlebotomy, the pink safety shield may fall off instead of securing the device."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-09-30. H6: investigation summary bd received 275 unused samples for investigation. 30 of those samples were evaluated by functional testing for proper activation and the indicated failure mode for defective locking mechanism with the incident lot was not observed. Additionally, 30 retention samples from bd inventory were evaluated by functional testing and upon completion the indicated failure mode for defective locking mechanism was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective locking mechanism. Bd has initiated a CAPA 1465371 investigation relating to the issue of defective locking mechanism to further identify potential root cause(s) and apply corrective actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was safety shield failure. Report 1 of 2. The following information was provided by the initial reporter. The customer stated: "the safety shield fall off instead of securing the device. When a user goes to use the safety shield post phlebotomy, the pink safety shield may fall off instead of securing the device."